Event description:
On (B)(6) 2024, a flexible drill shaft ic broke while drilling during the implantation of an acetabular ring. During the incident, the instrument was connected to a drill and a surgical motor. The surgical technique could be followed despite the fracture. The implantation was successfully completed because another instrument was available. The surgery time was not extended by the incident. The event had no effect on the patient.

Manufacturer narrative:
On (B)(6) 2024, a flexible drill shaft ic broke while drilling during the implantation of an acetabular ring. During the incident, the instrument was connected to a drill and a surgical motor. The surgical technique could be followed despite the fracture. The implantation was successfully completed because another instrument was available. The surgery time was not extended by the incident. The event had no effect on the patient. Examination of the photograph submitted revealed that the head of the flexible drill shaft ic, on which the drill chuck for fastening the drill bits is located, had broken off at the base of the first spiral winding. After reviewing the product and manufacturing documentation, a technical cause that can be attributed to manufacturing problems can be ruled out. The content of the standard surgical techniques was checked; no failures were found. From the description of the incident, there were no indications that could explain the cause of the breakage. It could be that the drill bit suddenly jammed during drilling for an unexplained reason. It is possible that the drill shaft continued to rotate for a moment and was deformed as a result. The tension caused by the bending was probably so high that it led to consequential damage in the form of the head breaking off the auger. A possible cause for the jamming of the drill could have been an unintentional handling error, but the nature of the bone could also have had an influence, although neither was specified.